Manufacturer narrative:
The company representative replaced the purge assembly (p/n 0104-00-0026), tubing assembly filter (p/n 0008-00-0331), pneumatic component luer 1/16tb white (p/n 0103-00-0398-01). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated a gas loss alarm. The patient was switched to another iabp and therapy was continued. No patient injury was reported.